Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No blank display noted. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Unable to test for power loss anomaly due to critical pump error (open book image) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6) 2025 14:48:39.000 and on (B)(6) 2025 14:58:00.000. Pump was cut open to perform visual inspection and found corroded pcba 1, moisture damage on pcba 2, corroded force sensor, corroded motor flex traces and corroded keypad flex traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. The customer applied adhesive to the back of the pump. The pump history file lists data on (B)(6) 2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 10-sep-2025 due to no data available in the pump history file. The pump history file lists data on (B)(6) 2025. There was no data available on the event date 10-sep-2025 in the pump history file. Perform the history review (B)(6) 2025 in the pump history file and found 1 no delivery alarm on (B)(6) 2025 (during bolus), 1 lost sensor alert on (B)(6) 2025, 2 pump error 35 on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, and 3 failedbatttest (58) alarm on (B)(6) 2025. Pump error 35 was found in the pump history file due to corroded force sensor. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Unable to test for no delivery alarm and lost sensor alert due to alarm-aa99-critical pump error (open book image) alarm. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs. Alarm-aa99-critical pump error (open book image) alarm confirmed due to alarm-a338-pump error 35. Alarm-aa99-critical pump error (open book image) alarm and alarm-a338-pump error 35 confirmed due to corroded force sensor. Display anomaly-blank display not confirmed. Power problem-battery loss unknown. Damage-moisture confirmed. Upload error confirmed [unable to perform the carelink upload due to alarm-aa99-critical pump error (open book image) alarm]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display, pump lost power, and the pump was exposed to moisture. The customer reported a blood glucose value of 572 mg/dl, and the current blood glucose value was 312 mg/dl. The customer experienced hyperglycemia and was treated with an fast acting insulin with pen and visited the emergency room. The event involved product(s) mmt-1884, mmt-7040a, mmt-242a, and mmt-332a. Troubleshooting was performed for the blank display, and the customer reported that the battery compartment and/or springs are damaged and/or corroded. Troubleshooting was not performed for the fluid in the pump. Troubleshooting was partially performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a, mmt-242a, and mmt-332a